Event description:
A pt reported experiencing inaccurate erratic results with a ot ultra meter. The pt's blood glucose results were 108mg/dl, 151mg/dl. Tests were done <10 minutes apart with a difference of 29%. Pt did not experience any adverse events. No further info has been reported.